Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm epic aortic valve was implanted during an aortic valve replacement. On a later date, the patient had aortic valve stenosis. It was discovered that a thrombus was on the valve. Patient had been prescribed anticoagulant and was compliant with medication. On (B)(6) 2024, the valve was explanted and replaced with a non-abbott valve. The patient status was stable.

Manufacturer narrative:
An event of thrombus and aortic valve stenosis was reported. Possible causes of stenosis include calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing valve diameter. The device was returned to abbott for investigation and the cusps were noted to have limited mobility when manually manipulated. The sewing cuff was intact. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and device analysis, there was tan-pink material covering the entire outflow surface and immobilizing the cusps. It tethers the cusp in an open position, creating incomplete coaptation. The cause of the thrombus could not be conclusively determined. If the cusp does not fully open, there is potential for stasis to occur on the outflow surface of the cusp and ultimately result in a thrombus formation. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was admitted, the valve was explanted, and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.